Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue of device not providing voice prompts. Upon investigation, it was also observed by the pac technician that the device would not deliver defibrillation energy. Both reported issues were isolated to red energy capacitor wire that was disconnected from the spade connector. The root cause of the issues was the disconnected connector. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.